Manufacturer narrative:
The customer only returned the suspected contour next one meter. An in-house testing was performed using the returned meter with in-house contour next test strips from lot # 8jpef08a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that within two minutes, she obtained blood glucose readings of 463 mg/dl and 16 mg/dl on a contour next one meter. The customer had no symptoms of hyperglycemia or hypoglycemia, so she performed retesting with another meter and obtained a reading of 102 mg/dl. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.